Event description:
Related manufacturer reference number: (B)(4). It was reported the patient presented to the emergency room with complaints of chest pounding. An xray was completed, and it was observed the atrial and right ventricular lead had dislodged due to twiddler syndrome and failed to capture. The pacemaker had also migrated in the pocket. The system was explanted and replaced with a leadless system. The patient was stable before, during and following the procedure.

Manufacturer narrative:
The reported event of pacemaker migration due to twiddlers was not confirmed. Electrical and visual testing revealed normal device functionality. No device problems found.